Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer received a resume pump alert and shortly thereafter, the pump shut-down/reset. Customer's blood glucose level was elevated. Reportedly, customer's pump had reset on multiple occasions. During troubleshooting with tandem technical support, it was confirmed that the auto-off feature was set for three hours. Customer was informed that no interaction with the pump for three hours would engage the auto-off feature.